Event description:
Non-integration. Surgery date was (B)(6) 2022, implant failed and was removed on (B)(6) 2022.

Event description:
Non-integration. Surgery date was (B)(6) 2022, implant failed and was removed on (B)(6) 2022.